Event description:
The nurse of (B)(6) female patient called zoll customer support to report that the patient's monitor was displaying a service code 204. Further investigation by a zoll patient service representative (psr) revealed that the connector on the patient's electrode belt was damaged. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) has not been returned for device evaluation. The reported problem (service code 204, damaged connector) could not be confirmed. A supplemental report will be submitted upon receipt of the device and a full evaluation. No adverse event resulted from the reportedly defective electrode belt. The patient received a replacement electrode belt.